Manufacturer narrative:
Pump was received with flashing medtronic logo during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Display anomaly-date/time-related problem, display anomaly-frozen screen and activation-keypad/button unresponsive unable to verify due to flashing mdt logo. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Unable to download history files and traces using thump due to flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Display anomaly-flashing mdt logo confirmed, damage-moisture confirmed and damage confirmed. Display anomaly-date/time-related problem, display anomaly-frozen screen and activation-keypad/button unresponsive unable to confirmed due to flashing mdt logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump got wet, resulting in a flashing medtronic logo on the screen and a frozen display, and no response from any button or appearance of the home screen; it was also noted that the time display minutes were not changing. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and included confirming the device was wet, monitoring after battery replacement, and verifying persistent display and keypad issues; the customer was instructed to discontinue use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode, with pump replacement arranged. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.